Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient can't read street signs or drive at night due to glare. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was dysphotopsias secondary to iol. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company model(3.00 cylinder), 16.0 diopter (add power plus 2.2 or plus 3.2) lens was replaced with an unspecified, atiol model. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to requests for follow up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).